Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
Patient had their generator explanted due to infection. Device history records were reviewed for the generator and lead and both products were sterilized and passed functional specifications prior to distribution. Device evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.